Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of patient having phlebitis (vein inflammation) post procedure cannot be confirmed due to the nature of this patient adverse event. There were no reports of fiber or laser generator malfunction during the procedure, therefore, no fiber sample was returned for evaluation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states, "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction or patient complication during the procedure. Reference (B)(4).

Event description:
A doctor reported in a post market clinical follow-up product evaluation survey that approximately 5-10% of patients have developed mild to moderate phlebitis after treatment with venacure evlt fiber devices. It was reported that the patients are treated with nsaids. The exact number of patients who have been diagnosed with phlebitis, post procedure, is currently unknown. No additional information was provided. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.